Event description:
In 2008, the lay-user/pt contacted lifescan alleging that a one touch ultra mini meter had an "error 2" issue. The medical affairs specialist (mas) spoke to the pt on july 9, 2008, and was able to obtain/verify info. The pt tests her blood glucose 4 times a day. She tests before meals and at bedtime. The pt takes a set dosage of metformin everyday regardless of her meter readings. The pt takes 25 units of regular insulin and also nph insulin every morning. The pt indicated that the alleged meter issue started on original date, at around 9:00 am. Although the pt was unable to test her blood glucose that morning, she took her medications as prescribed and ate breakfast. The pt initially reported on the same day, that she developed symptoms of shakiness and sweating after the alleged meter issue began. However, when the mas spoke to the pt, she could not remember if she had indeed suffered the symptoms after the alleged issue began. The pt, however, mentioned that she skips her insulin dosages if her blood glucose levels are less than "60 mg/dl." She also explained that she typically eats a sandwich and drinks orange juice to relieve her symptoms. The issue was resolved with troubleshooting, the pt was not using a correct technique for testing with the reported meter. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion. The pt had initially claimed on the same day, that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.